Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
The implantable cardioverter defibrillator (ICD)  system was returned with no information. A database search by serial number revealed the patient to be deceased approximately 5 days after implant. Follow up was done with all reasonable contacts and additional information has been requested but not yet made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).